Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges several cannulas have been leaking. Caller reportedly experienced elevated blood glucose level in the 400's mg/dl. No adverse event reported. Product has been discarded; no product will be returned.